Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that at the time of surgery, the patient's impedances on the right side were put of range. The impedances were reported as below: 11 & 8 9,576 11 & 9 36.7k 11 & 10 high 10 all combinations high 9 37.6k 8 9,846 9 & 8 high the cause of the out of range impedances were thought to be caused by a fall the patient suffered. The lead was disconnected from the extension and the impedances were tested using alligator clips. The physician determined the leads integrity was bad and needed to be replaced. The surgery will be scheduled once the covid-19 restrictions are lifted. No further complications were reported/anticipated.